Event description:
It was reported, by the registered nurse (rn), that in the intensive care unit the intra-aortic balloon (iab) was prepped per instruction and inserted through a sheath into the pt without difficulty. "About 2 to 3 mins later" there was blood in the helium tubing. As a result, the iab with the sheath, was removed and another iab was inserted. The rn does not remember the pump alarming. There were no reported pt complications.